Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. Technical service representative (tsr) explained alarm to the patient. The patient already cycled power on the homechoice. Tsr had the patient close/open the clamps and cycle power again. Tsr had patient check line connections and empty supply bag. The patient originally thought they had tightened the line connection on supply bag but when they checked it was loose. Tsr explained cause of alarm. Tsr had the patient press go and open the door to remove cassette. The patient will disconnect aseptically. The technical service representative reviewed proper procedures with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, during troubleshooting it was discovered that the connection to the supply bag was loose. A loose connection is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.